Event description:
Reportedly, a month after surgery with three endo gia ii 45-4.8 sulus and two endo gia ii 60-4.8 sulus, the tissue gap control button was detected in the pt cavity with x-ray photography. No additional info was available. Procedure: thoraco/pnenumothorax.